Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual, dimensional and functional analysis was performed on the returned device. The reported deflation issue was not confirmed. The investigation was unable to determine a conclusive cause for the reported deflation difficulty. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific product issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion located in the distal arteriovenous (av) fistula that was mildly tortuous. The armada 35 balloon catheter inflated one time successfully but would not fully deflate after 3 attempts with negative pressure being held for a few seconds. The physician did a massage on the av fistula and after the massage the balloon was almost completely deflated and removed without any side effects. There was no resistance during removal of the stylet or protective sheath. The device was prepped outside the anatomy prior to use and the contrast ratio to saline was 50/50. There were no adverse patient effects and no clinically significant delay. No additional information was provided.